Event description:
It was reported following a percutaneous procedure performed in 2008, a 6f angio-seal vip was deployed. The pt experienced post hemostasis bleeding and complications resulting in death. The pt had a medical history of peripheral vascular disease and was generally in poor health. Event, implant, and death dates are month specific.

Manufacturer narrative:
No product was returned. Review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The angio-seal device instructions for use (IFU) states if patients have clinically significant peripheral vascular disease, based on published medical literature, the angio-seal device can be deployed safely in pt's arteries > 5 mm diameter when there is found to be no luminal narrowing of 40% or greater within 5 mm of the puncture site. The angio seal device instruction for use (IFU) instructs the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed. The angio-seal device instructions for use (IFU) cautions that a single wall puncture technique should be used. The posterior wall of the artery should not be punctured.